Event description:
Documentation issue near miss: pulled fentanyl 100 mcg and wasted 50 mcg in pyxus. Pt severely agitated, arnp bedside and advised to give full 100 mcg dose. Scanned and gave the full dose. However pyxus shows pulled med and so mcg wasted. Pharmacist notified. Due to the hrs passed and time I was bedside with pt this was an error as the wasted conflicts amount given. (B)(6).